Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: bending angle in up direction did not meet the standard value due to wear of angle wire; adhesive on bending section cover was detached and cracked; protector of universal cord on control section side, protector of ultrasonic cable on suction connector side, and connecting tube had a scratch; universal cord had a dent; and paint on air/water cylinder was peeled. Based on the results of the investigation, a definitive root cause for the acoustic lens was peeled could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had defects in the ultrasound probe. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.